Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not fire and the cartridge was difficult to unload. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.